Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and intermittent loss of capture (loc). Loc was noted on the presenting electrogram (egm) and observed with postural changes, leading to a suspected lead issue. Technical services (ts) provided troubleshooting recommendations. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.